Event description:
In 2007, the sales representative reported to abbott that the universal driver was warped. On a week later, the sales representative responded to an inquire and reported that she driver bent during the removal of the screw or closure top during revision surgery. The surgeon used another driver in the kit to complete the case. The revision surgery was performed to address adjacent disc disease. There was no surgical delay or reported injury to the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.